Event description:
It was reported that the gastrointestinal videoscope had brush not coming out during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the channel tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: brush does not come out during cleaning due to clogged foreign material in the channel tube/biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.